Event description:
The customer reported falsely elevated sodium and calcium results generated on the alinity c processing module in which the medical provider was questioning results. The customer stated the alinity c processing module generated an error code message 3062, residual liquid detected in cuvette (84). The customer ran quality control (qc), and it was out-of-range. The customer performed a cuvette wash and reran qc, and the qc was in range. The customer noted that qc was in range prior to patient testing at 9am. The following data was provided: specimen #1: sid (B)(6) (55-year-old male) (tested on (B)(6) 2025) alinity c initial results: sodium (na): 183 mmol/l (reference range: 136-145 mmol/l) calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) repeat results on alinity c with new specimen from same patient: sodium (na): 181 mmol/l calcium (ca): 13.5 mg/dl repeat sodium (na) result on istat = 140 mmol/l specimen #1 repeated on alinity c after performing a cuvette wash: sodium (na): 139 mmol/l calcium (ca): 9.5 mg/dl. Specimen #2: sid (B)(6) (52-year-old male) (tested on (B)(6) 2025) alinity c initial results: calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) specimen #2 repeated on alinity c after performing a cuvette wash: calcium (ca): 9.4 mg/dl. These 2 patients had amended reports issued. There was no impact to patient management reported. Update: additional patient information received on (B)(6) 2025 from the customer regarding patient age and gender: (B)(6): 55-year-old male / (B)(6): 52-year-old male.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional patient information provided on (B)(6) 2025: age and gender of the 2 patients. (B)(6): 55-year-old male , (B)(6): 52-year-old male, a3a - sex: updated to male since both patients are male. B5 - describe event or problem was updated to provide this additional information.

Event description:
The customer reported falsely elevated sodium and calcium results generated on the alinity c processing module in which the medical provider was questioning results. The customer stated the alinity c processing module generated an error code message 3062, residual liquid detected in cuvette (84). The customer ran quality control (qc), and it was out-of-range. The customer performed a cuvette wash and reran qc, and the qc was in range. The customer noted that qc was in range prior to patient testing at 9am. The following data was provided: specimen #1: sid (B)(6) (tested on (B)(6) 2025) alinity c initial results: sodium (na): 183 mmol/l (reference range: 136-145 mmol/l) calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) repeat results on alinity c with new specimen from same patient: sodium (na): 181 mmol/l calcium (ca): 13.5 mg/dl repeat sodium (na) result on istat = 140 mmol/l specimen #1 repeated on alinity c after performing a cuvette wash: sodium (na): 139 mmol/l calcium (ca): 9.5 mg/dl. Specimen #2: sid (B)(6) (tested on (B)(6) 2025) alinity c initial results: calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) specimen #2 repeated on alinity c after performing a cuvette wash: calcium (ca): 9.4 mg/dl. These 2 patients had amended reports issued. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The alinity c-series cuvette was cleaned and considered the cause for the issue due to the part being contaminated/dirty. The module function was verified with a control/precision run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false elevated patient results after the current complaint was reported. Trending was reviewed for the analyzer and alinity c-series cuvette and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6), or the alinity c-series cuvette.

Event description:
The customer reported falsely elevated sodium and calcium results generated on the alinity c processing module in which the medical provider was questioning results. The customer stated the alinity c processing module generated an error code message 3062, residual liquid detected in cuvette (84). The customer ran quality control (qc), and it was out-of-range. The customer performed a cuvette wash and reran qc, and the qc was in range. The customer noted that qc was in range prior to patient testing at 9am. The following data was provided: specimen #1: sid (B)(6) (55-year-old male) (tested on (B)(6) 2025) alinity c initial results: sodium (na): 183 mmol/l (reference range: 136-145 mmol/l) calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) repeat results on alinity c with new specimen from same patient: sodium (na): 181 mmol/l. Calcium (ca): 13.5 mg/dl. Repeat sodium (na) result on istat = 140 mmol/l specimen #1 repeated on alinity c after performing a cuvette wash: sodium (na): 139 mmol/l calcium (ca): 9.5 mg/dl. Specimen #2: sid (B)(6) (52-year-old male) (tested on (B)(6) 2025) alinity c initial results: calcium (ca): 14.9 mg/dl (reference range: 8.4-10.2 mg/dl) specimen #2 repeated on alinity c after performing a cuvette wash: calcium (ca): 9.4 mg/dl. These 2 patients had amended reports issued. There was no impact to patient management reported. Update: additional patient information received on (B)(6) 2025 from the customer regarding patient age and gender: (B)(6): 55-year-old male / (B)(6): 52-year-old male.